Event description:
The manufacturer received information alleging a "ventilator service required" alarm went off while a trilogy evo, o2, japan device was in patient use. There was no allegation of patient harm. During the evaluation of the trilogy evo, o2, japan device the customer's complaint was not duplicated. However, the device failed "active exhalation verification" with testing. The device's proportional valve was replaced to address the issue. Although the "ventilator service required" alarm was not duplicated, an evt_therapy_buzzer_fail was discovered in the device's event log, so the buzzer assembly was replaced. The device's flow sensor and blower assembly were replaced to address the contamination that was observed. The technician performed final test, battery check, valve check, run in tests and cleaning then confirmed the unit operated properly. The software version was upgraded to 1.06.10.00 from 1.06.05.00.